Event description:
Boston scientific received information that this patient had undergone surgery for an unknown reason. During the surgery, the device was pacing normally. However, after the surgery, the device was pacing at 300 ppm. The caller had a strip of the paced activity but declined to fax in the information. A boston scientific technical services consultant advised using magnet on the device in the future and stated the device should be interrogated for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Efforts to obtain additional product issue details were unsuccessful. The device remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.